Event description:
Event: conversion to open surgical repair. Case details: the patient was reported to have a tortuous and angulated superior neck. The delivery catheter was not able to be advanced past the aortic neck. The patient was converted to open surgical repair.